Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "front end" of a flow regulator set fell off. The event occurred after connecting the set for patient infusion. The set was replaced to resolve the event. There was no patient injury or medical intervention associated with this event. No additional information is available.